Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose levels. Customer's blood glucose levels were unstable on the pump; they would drop to 53 mg/dl without any bolus, and when she removed the pump they increased to 303 mg/dl, which she treated with manual insulin injections. Customer also reported a low of 33 mg/dl. Troubleshooting was initiated for high blood glucose levels and low blood glucose levels. Upon review of the customer's recent event, it was discovered that she is a brittle diabetic. The customer was advised to speak to her health care provider regarding her low glucose levels and to monitor the pump and call back if issues persist. No products were returned or shipped.